Event description:
It was reported that during a ukr surgery, the long attachment tip is split, and the bearings are very stiff and producing metal debris. 5mm & 6mm exposure guards need replacing as the burr has been hitting the metal and causing it to expand. Also need to replace two handpieces as one has a stripped screw so it cant be closed and one has the long attachment stuck in the housing and we cant release it. The procedure was completed by changing to a manual instruments. No patient harm. Investigation results showed that there were no problems with the one of the handpieces, and the exposure guards were found to be with no issue. The long attachment that were stuck was due to the broken snap lock from the other handpiece mentioned, this was caused due to the misuse from hammering. The other long attachment reported with the split tip was broken due to the misuse from hammering also. This complaint is for the long attachment.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was returned for investigation. Visual inspection confirmed the reported event. The snap lock of the handpiece was completely broken. It is likely that the drill was stuck because of lack of lubrication and the long attachment was hammered onto in order to remove it, breaking the snap lock. DHR review found the device met the specifications at the date when it was released to the distribution. A complaint history found no other similar reports, this issue will continue to be monitoredthe surgical system user's manual released at the time of the complaint provides instructions for preparing the surgical drill and proper assembly of the handpiece including the long attachment. This is an identified failure mode within the risk assessment. We could confirm that there was a relationship established between the reported event and the device. Based on the investigation, the cause of this event is most likely determined to be user error.